Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia developed before or after the patient began automated peritoneal dialysis therapy. The cause of the hernia was not reported and it was not reported if the hernia had worsened due to ongoing peritoneal dialysis therapy. The patient was not hospitalized for the hernia event. The patient has not currently received any treatment or intervention for the hernia event, but a repair was anticipated to occur later in the year. Dianeal therapy was ongoing. The patient had not yet recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was reported to have had the hernia for about a year. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation codes were provided. The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.